Event description:
It was reported that during surgery in 2008, surgeon wanted to downsize femur size. Surgeon was unable to get device to disassociate the distal femur. All components were removed and surgery was completed with another device. Surgery was delayed for 30 minutes.

Manufacturer narrative:
Evaluation summary: inability to separate the segmental implant tapers could possibly be caused by over-impaction of the implant tapers, applying a segmental taper separator instrument with damaged tips to the taper connection, applying a segmental taper separator instrument to a damaged implant taper gap or damaged implant anteversion recesses, or applying the segmental taper separator instrument in a manner different than that described in the segmental surgical technique. Cause cannot be definitively determined. The devices meet specification where measurable in their current condition. Device history records indicate device manufactured to specification.